Event description:
It was reported that during a laparoscopic pouch procedure, fired clips did not hold properly and came crossed. The device did not give trust not to cause leaking possiblity. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did leak or bleeding occur (as event said it did not give trust not to cause leaking possibility)? If bleeding or leak occurred, how was bleeding or leak controlled? How was case completed? Is device being returned for analysis?